Event description:
The ICD involved in this MDR was implanted on (B)(6) 2009. Upon a standard follow-up performed on (B)(6) 2010, the physician observed that the treated arrhythmia episode recorded on6v 2010 at 12:46 was incomplete/truncated and does not allow to check whether the therapy was adequate or not.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.